Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: device history lot. Part # 02.112.523s. Lot # 6l72391. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: feb 25, 2020. Expiry date: feb 1, 2030. Device was first manufactured unsterile under the lot 37p6374 in in the USA and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 02.112.523 with lot 37p6374 were reviewed: part number: 02.112.523. Lot number: 37p6374. Part manufacture date: jan 21, 2020. Manufacturing location: (B)(4). Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of lcp med-dist-tibial pl 3.5 low bend le 1 product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history review: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date during a distal tibia open reduction internal fixation (orif) procedure, the screw for the mdtp jig would not securely attach to the medial distal tibial plate. It was discovered that the threads on the plate were damaged which prevented the attachment. There was a surgical delay of twenty (20) minutes. The procedure was successfully completed with a new plate. There is no further information available. Concomitant device reported: unknown screws: trauma (part# unknown, lot# unknown, quantity 1). This report is for one (1) 3.5mm lcp low bend medial dstl tibia plate/10h/lt/187mm-ster. This is report 1 of 1 for (B)(4).